Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to a lens mechanical failure. The pt reported her vision was like looking through a veil. The iol was replaced with a different model lens. Additional info indicated the pt was experiencing blurred vision.